Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the superficial femoral artery. A 2.5mm x 120mm x 150cm sterling sl and a 2.5mm x 80mm x 150cm coyote balloon catheters were advanced for dilation. Both balloon reached the lesion site. However, during inflation at 12 atmospheres, both balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported. The patient was in stable condition following the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 52mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the superficial femoral artery. A 2.5mm x 120mm x 150cm sterling sl and a 2.5mm x 80mm x 150cm coyote balloon catheters were advanced for dilation. Both balloon reached the lesion site. However, during inflation at 12 atmospheres, both balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported. The patient was in stable condition following the procedure.